Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use a resolute onyx rx coronary drug eluting stent to treat a lesion in the ramus. Calcification was intermediate and stenosis was 80%. The device was inspected with no issues. Negative prep was not performed. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device. Excessive force was not used during delivery. It is reported that during stent deployment, on first inflation, a balloon leak occurred while inflating to 12atm. It is indicated that contrast in the balloon was observed during the procedure. The device was not moved or repositioned in the lesion prior to the issue. The procedure was completed by deploying a second 2.5x 15mm resolute onyx stent within the first stent. It is reported that there was difficulty deploying the second stent, therefore an nc-balloon was inflated to a high pressure to successfully deploy the second stent. The 2.5x 15mm resolute onyx stent was inspected before use with no issues noted, negative prep was not performed prior to use. No patient injury is reported.